Event description:
It was reported to Minimed that the customer experienced hyperglycemia with a blood glucose value of 256 mg/dL and reported that pump was not delivering insulin. The customer reported under delivery of insulin, loss of communication between pump and mobile application, incorrect time on application manager, lost sensor signal and low reservoir anomaly. The customer treated hyperglycemia through insulin from pump. The event involved product(s) UNK_RESERVOIR, UNOMEDICAL, 78893-01, MMT-1884, MMT-8097N, MMT-6101. Troubleshooting was performed for hyperglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer was using Auto Mode/ Smart Guard feature at the time of reported event. Customer reported under delivery as there was no auto correction. Troubleshooting was performed for loss of communication between pump and mobile application. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for incorrect time on application manager and the customer was assisted with updating the time. Troubleshooting was performed for lost sensor signal and confirmed that issue was resolved. Troubleshooting was partially performed for low reservoir anomaly and confirmed that the customer was able to clear the alarm. Customer declined further troubleshooting. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for UNK_RESERVOIR, UNOMEDICAL, 78893-01, MMT-8097N. Product MMT-1884 will be returned. Product return is not applicable for non-physical device MMT-6101.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.